Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this ranger global dcb otw 7.0 x 100mm, 135cm was visually and microscopically examined. Visual examination of the outer shaft, inner shaft, balloon, and tip revealed a longitudinal tear to the balloon 70 mm from the tip and was approximately 33 mm long. Microscopic examination revealed no additional damages, and inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there was a longitudinal tear in the balloon.

Event description:
It was reported that the balloon ruptured. This ranger global dcb otw 7.0 x 100mm, 135cm was selected for use in an endovascular therapy procedure. The lesion was located in the superficial femoral artery (sfa) and was 99% stenosed, mildly tortuous, and moderately calcified. It was noted the balloon ruptured during the first inflation at 14 atmospheres for 30 seconds. The device was able to be removed, the procedure was completed with a different ranger balloon, and there was no patient injury. The device is expected to be returned.

Event description:
It was reported that the balloon ruptured. This ranger global dcb otw 7.0 x 100mm, 135cm was selected for use in an endovascular therapy procedure. The lesion was located in the superficial femoral artery (sfa) and was 99% stenosed, mildly tortuous, and moderately calcified. It was noted the balloon ruptured during the first inflation at 14 atmospheres for 30 seconds. The device was able to be removed, the procedure was completed with a different ranger balloon, and there was no patient injury. The device is expected to be returned.